Manufacturer narrative:
The control unit presented physical evidence consistent with drop damage. Visual inspection found a dislodged retaining bracket and a damaged connector p1 on the display pcb. Connector p1 has a bent pin which caused the intermittent display and blank lcd screen. Complaint of failure was confirmed. The complaint was verified and physical evidence suggests the root cause was associated with an impact event not consistent with intended use. A review of the service device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on (B)(6) 2013. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported control box failure. A (0 - 30 min) delay was noted. No patient injury or complications were reported.